Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier malfunctioned causing the clips to come out misaligned and crossing. No pt consequence. One device discarded.